Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The emergency medical technician reported via phone call that the customer had a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery several times, but the alarm persisted. Customer's blood glucose was 163 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was advised to monitor the insulin pump. Customer declined to return the product for analysis.